Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact and found minor scratches on lcd lens screen. The customer stated problem was not confirmed. The customer stated event could not be duplicated. Device was able to pass functional tests, however cassette not attached properly error was found in the device ehl (event history log) to have happened. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the cassette attached error. No patient injury was reported.